Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the device was not reaching and holding pressure. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 19-sep-2022 via email and attached in the complaint object: there was no patient involved during the malfunction. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, and the battery compartment and downstream occlusion sensor seal was damaged upon receipt. Functional check to include non-destructive analysis of the pump was performed. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated. Three pounds per square inch psi tests were performed, and all occluded at 18 psi. The pressure was stable after occluding. Both sensors passed calibration. One valve was slightly worn. A worn valve would cause pressure issues. A loose connection on the testing fixture would also cause a loss of pressure. Root cause of the reported event and who caused the reported event is unknown and could not be determined since the complaint was not confirmed. Replacing the valve assembly as a precautionary measure is recommended. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.